Manufacturer narrative:
The t:slim g4 pump user guide states, "do not remove or add insulin from a filled cartridge after loading onto the pump. This can cause very high blood glucose, or diabetic ketoacidosis (dka)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (402 mg/dl). Reportedly, the customer has recently began using the t:30 infusion set and believes the insertion technique could be the cause for elevated bg levels. Customer requested assistance from tandem technical support on inserting the infusion set. Customer addressed elevated bg levels with manual injections and boluses via the pump. System check with tandem technical support was performed, and the pump functioned as intended. Customer reported cartridges have been reused and insulin has been take out of old cartridges and filled into new cartridges. Tandem technical support educated the customer on cartridge labeling.